Event description:
It was reported that the patient was having no external power, low voltage, and occasionally replace backup battery (ebb) while on mobile power unit (mpu). The power cable wasn¿t pushed all the way in. The was a slit in the gray power cable that went beyond the gray cover. This would be replaced. The primary controller was really old, the running light was a little dim, the cables were looking a little dirty both inside/outside the connection. The controller would be replaced. Log files were submitted for review and captured low voltage hazard events/no external power events and a couple ebb faults throughout the log while using the mpu. Noted some odd relative state of charge (rsoc) voltages when using the mpu. There were no issues on battery power. The system controller was exchanged and would not return for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a dim pump running led, contamination within the power cable connectors, and backup battery fault alarms were not able to be confirmed. The heartmate ii system controller (serial number: (B)(6) was not returned to abbott for analysis; however, a log file was submitted for review. The log file contained approximately 17 days of information (B)(6) 2024 to (B)(6) 2025 per timestamp). A few backup battery fault flags were observed throughout the data; however, these faults did not persist long enough to activate a corresponding yellow wrench alarm. It should be noted that the observed backup battery fault flags activated during the no external power events. The pump maintained a speed within the expected range throughout the data. Provided information indicated that the system controller was exchanged. The root causes of the reported events could not be conclusively determined. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including yellow wrench, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.